Event description:
"Intermittent atrial undersensing observed on presenting rhythm. Current atrial sens. Programmed to 0.3smv. High atrlal capture threshold measured today, (B)(6) 2020. Out of range and large increase." Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).